Event description:
Kimberly-clark received a report from the (B)(6), stating, "two recent cases of the jejunal part of the tube displacing the small bowel pushing dj flexure into right iliac fossa and leading to the possible risk of small bowel perforation." There was no additional complication to the children and a more normal shape of the duodenum was restored. Both children were under (B)(6). Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event. The device was not returned to kimberly-clark for analysis. X-ray images were received with the complaint. Kimberly-clark requested a conference call with the user physician to better understand this reported event. The call has not occurred at the time of this report. This is the first time that we have received a complaint for this type of incident. If any additional relevant information is identified following our call with the user physician, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by the customer.